Event description:
The hand grip came off the rollator and the end user fell, fracturing his hip.

Manufacturer narrative:
While reaching for the rollator, the hand grip apparently came off and the end user fell, fracturing his hip. He was subsequently hospitalized and surgery was performed. The sample was not returned for evaluation. No photos were sent. It is not known if maintenance had been performed on the device during the time it was owned by the end user. We have had no other similar incidents reported to us for this device. The overall condition of the device is not known. We have not confirmed the issue or identified a root cause. However, due to the reported injury and subsequent hospitalization, this medwatch is being filed.